Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead experienced pacing inhibition and loss of capture. The patient underwent a surgical intervention to reposition the lead, however during the procedure the helix did not extent. As a result the lead was explanted and replaced. No additional adverse patient effects were reported.